Event description:
It was reported that a device was used during a laparoscopic bilateral salpingo oophorectomy procedure. When the device deployed, the metal bridge became completely exposed and the bag fell into the pt. The bag was retrieved without an added incision or converting to an open case. The case was completed with another pro46. There was no consequence to pt.